Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert due to high pacing lead impedance. The lead was capped and replaced. The patient was stable post procedure.